Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device with download stopped and it affected the pulling time of medication. A field service engineer (fse) connected to the stations listed in the download stopped notifications in health sight viewer. The time synchronization issue with the server was resolved. It was then found that the stations had disappeared from the hsv notifications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station e, several devices were showing as devices with download stopped. The timing on the medstation had been affected, which in turn impacted pull times for certain medications. Healthsight viewer showed multiple devices listed as devices with download stopped, with the times off by the number of minutes indicated in the list. It appeared that the medstation display time was being affected. When the medstation was accessed, the last server communication time was different from the transfer start time. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.